Event description:
Reporter reported an infant evaqua expiration limb with a hole. We are not sure if it is from a rt235 or rt236. There was no consequence to the patient reported. The patient was reportedly in an incubator. Our representative in the another country conducted a preliminary investigation, and they suspect that the problem occurred when the patient was moved for a surgical procedure.

Manufacturer narrative:
The device in question is en-route to fisher & paykel healthcare in another country.